Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section.the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The official cause of the customer's death was not provided. The caller reported the customer was hospitalized on (B)(6) 2015 prior to their passing. It was reported the customer had kidney failure and required stents in each kidney. The caller also reported the customer was put on dialysis and became sick prior to their passing. The customer was also hospitalized again on (B)(6) 2015 before their passing. The caller also stated the customer had a weak heart and was in the beginning stages of congestive heart failure and chronic obstructive pulmonary disease. The customer's blood glucose at the time of death was unknown. It was unknown if the customer used sensors or if they were wearing one at the time of death. The caller reported the customer was wearing the insulin pump at the time of their passing. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Data analysis insulin pump history dates between (B)(6) 2015 show that the pump had daily basal total from 4.25u to 14.825u. Bolus total was 1.0u to 4.45ua day. The daily total was 4.25u to 19.275u a day.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.